Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to call back if any malfunction code appeared again, and the caller understood and acknowledged the instructions.